Manufacturer narrative:
Per customer, no issues were noted with the instrument or qc data. Customer is not questioning instrument performance. Service was not dispatched. No clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) to report receiving multiple discrepant cea results for one patient over several samples generated by unicel dxi 600 access 2 immunoassay analyzer. The results were reported out of the laboratory. The results were questioned by the physician when the repeat samples, per physician's order, and subsequent samples did not match from sample draw to sample draw. The customer was not made aware of any change in patient treatment associated with event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report receiving multiple discrepant cea results for one patient over several samples generated by unicel dxi 600 access 2 immunoassay analyzer. The results were reported out of the laboratory. The results were questioned by the physician when the repeat samples, per physician's order, and subsequent samples did not match from sample draw to sample draw. The customer was not made aware of any change in patient treatment associated with event.

Manufacturer narrative:
Per customer, no issues were noted with the instrument or qc data. Customer is not questioning instrument performance. Service was not dispatched. No clear root cause for this event has been determined to date.